Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler, the housing and swivel were loose and the device overheated. Therefore, the reported condition was confirmed. The assignable root cause for the damage on location one of the muffler was from the manufacturing fixture. This issue has been escalated to CAPA. It was determined that the housing and swivel were loose due to a loctite failure. It was determined that the device overheated due to worn out bearings. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had a hole in the hose near the muffler, the housing and swivel were loose and the device overheated. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.